Manufacturer narrative:
Please disregard the MFR report # 0008010177-2016-00296. Please note that this event is duplicate of stryker report MFR. Report # 0008031020-2016-00590. Stryker (B)(4). Additional information received from the patient revealed that device involved in the reported event is not a stryker product.

Event description:
During the compression, both pieces separated. During surgery, both pieces where retrieved.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the compression both pieces separated. During surgery both pieces where retrieved.